Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 313 (mg/dl) for 2 days. Reportedly, customer believes that bg levels may be caused by upper respiratory and sinus infections. Customer indicated that pump and insulin injections have been used to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.